Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. The customer delivered a bolus prior to going to the ER in an attempt to resolve the issue. The customer was treated with intravenous saline and intravenous insulin while in the ER. Reportedly, the customer was released from the ER 12 hours later with the issue resolved and no permanent damage. The cause of the elevated bg level was unknown. System check with tandem technical support confirmed the pump was functioning as intended.